Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided. Date of event is approximate.